Event description:
The company was informed on (B)(6) 2011 that the patient's device was explanted on (B)(6) 2011. The company was later informed on (B)(6) 2011 that the patient's device was explanted due to meningitis. Advanced bionics is in the process of gathering more information; once, more information is available, a supplement report will be submitted.